Manufacturer narrative:
Investigation: bd has not been provided with samples or photos for catalog 300296 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR could not be performed as the lot# is unknown.

Event description:
It was reported that the discardit¿ ii syringe w/o needle leaked at the piston and onto the nurse's hands during use while preparing a vitamin infusion. The following information was provided by the initial reporter, translated from french to english: "during a vitamin infusion preparation with a 20cc syringe, there was a leakage at the piston. The products sank on the nurse's hands. In total, this event resulted in: a loss of the product, contamination of the nurse's hands, loss of sterility of the injected product."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the discardit¿ ii syringe w/o needle leaked at the piston and onto the nurse's hands during use while preparing a vitamin infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "during a vitamin infusion preparation with a 20cc syringe, there was a leakage at the piston. The products sank on the nurse's hands. In total, this event resulted in: a loss of the product, contamination of the nurse's hands, loss of sterility of the injected product."